Event description:
Boston scientific received information that the associated crt-d's shock therapy was exhausted after delivering anti-tachycardia pacing and multiple shocks for a suspected sinus/atrial tachycardia. Boston scientific technical services (ts) reviewed the iegms and discussed with the health care professional that there was apparent atrial undersensing. This lead to ventricular counts being greater than atrial counts and, therefore, therapy was delivered. Ts discussed available detection enhancements and programming options to attempt to prevent further inappropriate shocks. It was decided to reprogram the device. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.